Event description:
Pt was injected the nasolabial folds with radiesse dermal filler; immediately after the injection, the pt developed edema in the injected areas. Eleven days post injection, the pt developed redness, edema, and induration in the cheeks and was diagnosed with a cellulitis.

Manufacturer narrative:
Pt was treated with keflex 500mg, tid for 7 days. The pt's symptoms were 50% better three days after the antibiotic was started. In a follow up the cellulitis has resolved, the pt still has slight edema.